Event description:
Cardiac science was notified of this incident by the FDA in a letter dated 02/08/2013. The user reported the following on medwatch report number (B)(4): "arrive at scene, found patient apneic, pulseless and unresponsive. Began CPR and attached AED pediatric pads. Upon placement of pads, AED repeatedly said check pads."

Manufacturer narrative:
In medwatch report (B)(4), the customer indicated that the device was available for eval; however, because neither the customer's name nor the device's serial number was recorded on the form, cardiac science can not contact the customer and ask them to send the device in for eval. Based upon the limited info available, no investigation will be performed at this time. If the customer contacts cardiac science in the future, an investigation shall be initiated.